Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit's main pump was not working. The subsidiary associate replaced the main pump by using the main pump out of the subsidiary's demo unit. The unit operated well if they did an internal priming by using cool down and rewarm modes. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The manufacturer's technical support is troubleshooting with the customer on this reported issue. This complaint is related to MDR #1828100-2013-00659 and 00676.